Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. Currently there is disease progression and severe aortic neck angulation, 75 degree. It was reported five years post implant the patient was treated with an aexch282840 and an axf3434w28xh due to migration and a type I endoleak of the bifurcated stent graft. It was reported that a recent CT demonstrated that there was a type iii separation between the aneurx and talent cuffs that were implanted, due to the continued disease progression and angulation of the aortic neck. A palmaz stent was implanted; however, it was the undersized. The physician elected to implant an endurant cuff, jailing the palmaz stent against the vessel wall. The patient will continue to be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; disease progression and severe aortic neck angulation). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression and severe aortic neck angulation).